Manufacturer narrative:
The device won't be returned for analysis. Upon evaluation of the failure analysis of the event reported, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A versacross access solution kit was selected for transseptal puncture (tsp). During the case heparin was given just before the tsp. The initial activated clotting time (act) was greater than 300 seconds. During the exchange for the watchman access system (was), the physician accidentally lost tsp access and fell back to the right side. The was was removed from the patient. A small thrombus attached to the fossa on the right side was noticed on transesophageal echocardiogram (tee). The tsp sheath was inserted again and aspirated the clot out, and it was mitigated. The was sheath was flushed and continued the case. No other patient complications were known or seen during this case. The case was successfully completed.